Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/13/2021. H6 component code: g07002 - device not returned. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? No. Does a piece of the needle remain in the patient¿s tissue? No. Was there any additional tissue damage as a result of searching for the needle piece?no. What is current condition of the patient? Patient in good condition. What was the size of the needle used? No.1. Was more than half the needle retained in the patient? No.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? Does a piece of the needle remain in the patient¿s tissue? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke from the middle when sewing the uterine myometrium. After repeated search, the broken needle was removed from the myometrium. After putting all the broken needles together, the whole needle was intact. The procedure was completed using a new like device and there were no patient consequences reported. Additional information was provided.